Event description:
The reporter stated that fast-patch plus pacing/defibrillation/ECG electrodes were found inside an edge system/quik-combo pacing/defibrillation/ECG electrode pouch. A second crew on-scene used a back up device to continue treatment to the patient. The patient's details and outcome were not initially reported.